Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the circular stapler partially fired. A new opened device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection that the instrument noted that the safety feature of an instrument was broken. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of broken safety that has no relationship to the reported condition. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.